Manufacturer narrative:
Plant investigation: a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported that the cycler would not kick over to the last baxter bag and during dwell 6 of 6, fluid was discovered on the floor. The patient¿s contact reported receiving no alarms during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option, manuals was available. Upon follow up, the patient¿s contact stated that the patient was able to complete treatment on a replacement cycler that they already had and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The contact confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation and that the old cycler has been returned.